Manufacturer narrative:
Correction: tte correct date of explantation is (B)(6) 2012; not (B)(6) 2012, as previously reported. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient never received auditory benefit with device use, and the issue could not be resolved.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2013.